Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the clinical diabetes manager contacted animas stating the patient would not eat for days at a time. The patient reportedly drank gatorade instead of eating causing high bgs. Reportedly, the patient corrected via the pump to bottom out the high bg levels and subsequently, the patient experienced a low bg in the range of 40 to 50 mg/dl with cognitive impairment. The clinical diabetes manager allegedly believed there was no pump malfunction and the patient remained on the insulin pump. This complaint is being reported because the patient experienced hypoglycemia due to a training misuse as the patient overcorrected with the pump causing the low.